Event description:
Abbott was notified by (B)(4) (abbott third party manufacturer) that unusual outliers had occurred with the clinical chemistry phenobarbital reagents that appeared to be associated with aging of the reagents. No customer complaints have been received for this issue. Abbott technical product development generated a total cv of up to 21% for expired lot 52803un12 and up to 12% for lot 62299un12. Lot 85773un12 generated a total cv of up to 7% which is the total allowable cv. All other lots were within specifications. The investigation indicates the issue is driven by flocculation in the r2 reagent.

Manufacturer narrative:
(B)(4). Affected lots: 52803un12, man 03/29/2012, ex 09/30/2012, 62299un12, man 06/05/2012, ex 01/31/2013, 85773un12, man 07/31/2012, ex 02/28/2012. The investigation determined three lots of phenobarbital reagent (52803un12, 62299un12, and 85773un12) have exhibited increased imprecision associated with the aging of the reagents. The issue is driven by flocculation in the r2 reagent. Customers have been instructed to discontinue use of these three lots and destroy any remaining inventory. A replacement lot with reduced dating is available to customers.